Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009-, explanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: lead; product ID 3887-33, lot# j0120513v, implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type: lead; product ID 3887-33, lot# j0114114v, implanted: (B)(6) 2001, explanted: (B)(6) 2009, product type: lead.

Event description:
The consumer initially reported that the spinal cord stimulation (scs) stimulators had been changed due to longevity and there no issues with those devices or the therapy. However patient medical records were received from the healthcare professional on (B)(6) 2016, and past surgical history indicated that the scs wires were repositioned down in 2008, the scs wires were repositioned up in 2008, and a left wire was installed in 2009. In addition, manufacturer records indicated lead replacement occurred in (B)(6) 2016 and again in (B)(6) 2009. In addition, imaging taken of the thoracic spine from 2010 showed the 2 scs stimulators. There were no reported patient symptoms. The patient's indications for use included radiculopathy and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.